Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for dilatation; however upon inflation, the balloon ruptured. The device was removed and replaced with a non bsc balloon catheter and the procedure was completed. No patient complications or injuries were reported.